Event description:
A consumer implanted for non-malignant pain reported they had adaptivestim on their device and noticed there was a problem with the stimulator ¿going out of control on its¿ own¿ causing their legs to jump all over the place. It was noted this issue started as soon as their program was switched to where they lowered stimulation to about half of what it used to be. It was further reported the stimulation would increase to double the intensity on its¿ own and was only happening once a day before, but now it started happening more frequently to where it happened five to six times a day which ¿freaked them out¿ and they knew they weren¿t supposed to drive with the stimulator on, but stimulation changed on its¿ own when they got in the car. An appointment was scheduled with the manufacturer¿s representative (rep) for (B)(6), but they were unable to meet on that date, so an appointment had to be scheduled for a later date. The rep. Called back and reiterated what the consumer had stated regarding stimulation increasing on its¿ own, more than once each day, with the issue not seeming to be related to certain positions. An impedance check was performed with all results within a normal range. It was noted the consumer used two groups primary; c and e, so when the rep. Met with the consumer they switched them to group e, but the consumer said stimulation was too high and uncomfortable. The rep. Then began decreasing amplitudes to a comfortable level, but the consumer had four programs within group e and stated they would go back to that afterwards. The rep. Then switched to group c and noted the following amplitude settings for different positions: upright had c1 set at 5.8 volts, 450 microseconds, and 40 hertz and c2 was 4.2 volts, 450 microseconds, and 40 hertz. Upright with mobile had settings of c1 was set at 9.8 volts and c2 was set at 7.8 volts. It was reviewed with the rep. A four volt change was significant and it was recommended to the rep. To reduce the amplitude on the mobile position to match the upright position, as well as possibly adding a group that didn¿t have adaptivestim enabled. The rep. Was going to work with the consumer to continue to make programming changes in an attempt to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.